Event description:
The customer reported via phone call that the insulin pump frequently had no response or intermittent response by button press on the act and esc buttons. The insulin pump was not dropped or exposed to moisture. Customer was advised to discontinue use of the device and revert to a back-up plan. A replacement pump will be sent. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. Unable to perform the displacement test due to no button response. The pump also had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.